Event description:
Facility reports that during a transfer using a sabina pt lift, the pt's arms were on the inside of the sling. Appropriate sling and settings were being utilized. Upon movement of lift, pt's hands slipped off the grab bar, arms flung straight up over head and pt slipped through vest, hitting buttocks and head on floor. Pt suffered a broken coccyx.